Event description:
The customer reported that two surgeons were performing a total abdominal hysterectomy. They initially used a clamp, cut (w/scissors) and tie technique and were already experiencing some back bleeding from the uterus prior to using the ligasure device. However, after using the ligasure device for two seal cycles, the surgeons questioned whether the ligasure device was sealing properly and if it may have contributed to the bleeding. Due to the length of the procedure and amount of blood loss that occurred, the patient received a blood transfusion. There was no injury to the patient reported.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.